Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the call service 064 alarm occurred during the rewind/load step. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 7/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2017 with the following findings:confirmed 064-0001 errors (motor error occlusion during prime) in black box. Replicated complaint consistently during investigation. Opened pump to inspect motor related components:.disassembled pump, observed stalled motor assembly on test bench. Separated motor from gearbox. Motor functioned on test bench.. Gear and lead screw assembly mechanically seized during testing.